Event description:
Called to report getting high readings with plnk meter. Analysis run on clark error grid using mean avg. Reading (419) as ref. Points vs. Bd readings of 185, 589, 486 yielded data points in the c zone of the grid, outside of acceptable limits.